Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 550 was confirmed and duplicated during product evaluation by baxter quality engineering. This condition was caused by a disconnected speaker harness. The speaker harness was re-connected to correct the reported condition. Additional information: a service history review revealed that this device was previously serviced for the reported condition.

Event description:
The facility reported a colleague infusion pump with failure code 550, which occurred in sterile processing. During product evaluation by a baxter service technician, it was discovered that the device failed to audibly alarm when this event occurred. It is unknown if there was patient injury, medical intervention necessary, or adverse reaction in association with this event. However, the customer is not willing to be contacted for additional information. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.